Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was having a pacemaker check and the tech placed the magnet over the right ins, and shortly afterward the patient started to experience reoccurrence of tremors. Impedances were checked and showed contact 3, which was being used for programming, was over 17,000. The contact was under 2,00 on previous impedance checks. It was alleged that the placement of the magnet over the ins caused the impedances. After checking for impedances the therapy was changed to different contacts to control symptoms, and the issue was resolved. No surgical intervention had taken place. There were no further complications reported.